Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the shallow implant of this transcatheter bioprosthetic valve, into a large annulus with mineralization stretching toward the left ventricular outflow tract (lvot), the valve migrated later that night causing severe paravalvular leak (pvl). A snare was inserted but was unable to move the valve. A second valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.